Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. There have been several attempts made to gather additional information, but there has been no response.

Event description:
On (B)(6) 2014, kci received article, huston, t., grant, r., abdominal wall gossypiboma. British association of plastic, reconstructive and aesthetic surgeons (2009), that reported that one (1) patient had retained foam. Alleged to be v.a.c. Dressing. Left in a wound. The patient was placed on v.a.c. Therapy and discharged once wound healing was complete. Six months later the patient presented with a fractured hip. Upon follow up, her plastic surgeon noted two sinuses with purulent fluid. Cultures revealed (B)(6). Upon examination, foreign bodies, alleged to be v.a.c. Dressing, were found to be incorporated in the walls of the sinus. The foreign bodies were debrided. No additional information is available.